Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set and cartridge. Customer's blood glucose was 200-300 mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.